Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 12/17/2008 were not provided. Operative records dated on (B)(6) 2008 indicate the patient underwent laparoscopic nissen fundoplication and repair of large hiatal hernia. Operative records dated on (B)(6) 2008 state: ¿a supraumbilical incision was carried down through subcutaneous tissue and fascia was divided and layered entry was performed using a 12-mm optical port. Apparently penetrating the peritoneum away from the retroperitoneum, carbon dioxide was insufflated to 15 mmhg co2 pressure. The port was then advanced into the abdomen without visceral contact. General exploration was performed. No abnormality was noted, except some minor adhesions in the pelvis in the right and left lower quadrants.¿ records dated on (B)(6) 2008 continue: ¿there were no visceral injuries during the insertion noted. Two 5-mm were inserted in the right upper quadrant. Two 5-rnrn in the left .upper quadrant and one 5-rnrn in the subhepatic, subxiphoid position. The subxiphoid position did not have a port, but tract, which were nissen. A nathanson retractor was introduced to elevate the liver.¿ on (B)(6) 2008 operative records state: ¿the left lobe of the liver was retracted. The metaflex was used to keep it in place. The short gastrics were divided on the greater curvature using the harmonic. A large hernia sac was then reduced using the harmonic. The pleura was not violated. The large hernia sac was completely reduced. The stomach was reduced back into the abdomen and most of it was in the chest.¿ operative records dated on (B)(6) 2008 state: ¿once the stomach was reduced, the esophagus was identified and it was carefully dissected and the phrenoesophageal ligaments were divided. At least 4 cm of the esophagus was brought into the peritoneal cavity. A 52-french bougie was then carefully introduced and advanced under vision. The defect was too large for primary closure. A 10 x 15 mesh was selected. It was trimmed to approximately 10 x 8 and it was then sutured to the defect anteriorly using 0-ethibond and then a few tags [sic] were used to further secured in place.¿ on (B)(6) 2008 records state: ¿the bougie was then placed in this process and an adequate tract was left for the passage of the esophagus and food. Subsequent to' that, the gastric fundus was then wrapped around the distal esophagus below the mesh and 3 sutures of 0-ethibond were used and middle 1 was placed through the anterior wall of the esophagus. The bougie was then placed during this process as well.¿ operative records dated on (B)(6) 2008 continue: ¿the bougie was then extracted without difficulty. The stomach stayed within the abdomen. The gastric fundus was sutured through the crus on both sides to prevent reherniation. The patient was stable throughout this procedure. Ports were checked for bleeding. All ports were removed under direct vision. The skin was closed with 4-0 vicryl. The records confirm a gore dualmesh®plus biomaterial (1dlmcp03/05831340) was used during the procedure. Records between 12/17/2008 and 7/26/2016 were not provided. History and physical record dated on (B)(6) 2016 states: ¿chief complaint: patient having dark stools, feeling weak, dizzy, short of breath. Melena and likely upper gastrointestinal bleed with acute blood loss anemia, which is symptomatic in this young 53-year-old female, so patient is being admitted as inpatient stay. We will watch her on telemetry. Continue IV fluids and ppi IV is also added as the patient most likely seems to have upper gi bleed and etiology is not clear, but could be due to peptic ulcer disease from her chronic nsaid use. Patient also has a history of hiatal hernia repair, but that was long time ago, so doubt that is contributing at this time.¿ procedure notes dated on (B)(6) 2016 indicate the patient underwent endoscopy. ¿she had a complicated appearing moderate-sized hiatal hernia present in the stomach and there were 5 or 6 ulcers surrounding the hernia rim. Each of these ulcers about 0.5 cm in diameter, no other mass or stigmata of bleeding.¿ procedure note dated on (B)(6) 2016 indicate patient underwent colonoscopy. ¿no abnormalities were seen in the colon. ¿ CT abdomen and pelvis with contrast dated on (B)(6) 2016 for indication of gi bleed, abnormal small bowel. Findings: large hiatal hernia with postsurgical change along the superior margin of the gastric body suggesting prior or stricture of procedure. No contrast pooling within the colon to indicate active hemorrhage. Oral contrast prevents visualization of contrast pooling in the small bowel.¿ operative records dated on (B)(6) 2017 indicate the patient underwent diagnostic laparoscopy, laparoscopic takedown of previous fundoplication, extensive lysis of adhesions, removal of mesh at the hiatus, dissection of the esophagus in preparation for paraesophageal hernia redo with repair of large paraesophageal hernia including excision of hernia sac, toupet fundoplication, bougie dilation of the esophagus, esophagogastroduodenoscopy. Operative records dated on (B)(6) 2017 state: patient ¿is a very nice 53-year-old lady came to see me in the office several months ago. She underwent paraesophageal hernia repair in 2008. The patient says that, initially, she did okay, however, has been having a lot of problems with bloating and vomiting. She has lost a lot of weight. She has had bleeding ulcers necessitating 4 units of blood transfusion and was also found to have recurrent paraesophageal hernia.¿ records dated on (B)(6) 2017 state: ¿in talking to her more about the details of her surgery, the patient never underwent manometry. Apparently the hernia was so large that the surgeon was not able to close the crus so, instead, he used a bridging synthetic mesh; and then the patient developed recurrence. I have reviewed the patient's gastric emptying that showed that she has adequate emptying. I have reviewed her upper gi and her cat scan which shows mesh essentially on the undersurface of her heart. The patient is very symptomatic.¿ operative records for on (B)(6) 2017 procedure state: ¿I started by making a small supraumbilical incision about 1 cm, grasping the fascia, and inserting a naked 5 mm trocar. I insufflated and took a look around. There were no injuries on entering the abdomen, and then I placed four 5 mm trocars, 1 subxiphoid, 1 in the right upper quadrant, and 2 in the left upper quadrant incision. I switched the supraumbilical trocar to an 11 mm trocar. I took a look around the abdomen and placed a liver retractor. I retracted the liver so I could see the crus well.¿ on (B)(6) 2017 records state: ¿I first started off by opening up the pars flaccida, and the pars flaccida essentially appeared to be almost untouched, I then continued my dissection all the way up to the diaphragm. Once I got to the diaphragm, I started seeing a large amount of adhesions as well as evidence of the patient's mesh, which some of it was still stuck on the crus. The patient had a piece of what appeared to be ptfe mesh, which was sutured with multiple ethibond sutures to the crus. This mesh then went all the way inside the diaphragm.¿ operative records dated on (B)(6) 2017 continue: ¿the surgery itself lasted over 5 hours.¿ ¿the lysis of adhesions and trying to take this incarcerated paraesophageal hernia took over 3 hours. It was a very difficult dissection.¿ the rough part of the patient's ptfe mesh was completely plastered onto the patient's esophagus. We were able to get this mesh off. There were also multiple tacks, both in the crus and going all the way up to the anterior portion of the diaphragm where the pericardium was. We were able to remove the mesh completely after very careful dissection and get the mesh completely off the crus.¿ the records dated on (B)(6) 2017 state: ¿the patient's hernia sac had also not been resected nor had the crus been mobilized. I also had to open up and take the short gastrics using a harmonic to completely mobilize the fundus of the esophagus. We then unwrapped the fundoplication. It was fairly twisted. Part of the body was wrapped, but the majority of the patient's posterior fundus was actually in the chest. We had to very carefully reduced this and carefully make sure not to injure the esophagus. We did endoscopy several times with an ego, making sure that the esophagus looked good, that the stomach looked good, and eventually making sure that the wrap was completely undone and an unwrapped, in which it looked good.¿ operative records dated on (B)(6) 2017 continue: ¿finally, after several hours of very tedious dissection carefully in this area¿, I was able to have the fundus completely down. The crus had been mobilized at this point, so we decided to close the crus with multiple ethibond sutures. We used o ethibonds to close the crus down. We used a 56 bougie to size this, and we had adequate crural closure. At this time, I decided to insert a piece of bio-a mesh to augment the crus, as we had to remove some of the fascia off the diaphragm with the removal of her mesh. The diaphragm was somewhat weakened, and I just wanted to have an extra enforcement years here.¿ records dated on (B)(6) 2017 state: ¿I placed the mesh so it laid adequately and then used evicel glue to get the mesh to stick to the diaphragm. This repair looked very nice. I then fashioned a toupet fundoplication. Prior to closing the crus, I failed to mention that we did full dissection of the esophagus all the way up into the chest, mobilizing it really well so we had at least 6 cm of intraabdominal esophagus beyond the ge junction, which I had confirmed endoscopically. At this time, I decided to do a partial fundoplication, do toupet wrapping on the posterior fundus, and placing 2 silk sutures on the right side and the left side of the esophagus.¿ operative records dated on (B)(6) 2017 state: ¿this was all done over a bougie dilator. I also decided to do a posterior gastropexy suture from the fundus into the diaphragm and actually grab some of the bio-a mesh just to make sure that we had good attachment of the straps so the posterior fundus would not herniate back into the chest as it had previously. Everything looked very good; it was hemostatic.¿ on (B)(6) 2017 records continue: ¿I then removed the patient's mesh, penrose drain that had been used for retraction, and hernia sac. I surveyed the operative field multiple times. There were no injuries anywhere. No bleeding. Everything was clean, dry, and intact. We used exparel at the trocar sites. We then removed the liver retractor and suture passed the supraumbilical incision for closure. We desufflated the abdomen. All the trocar sites clean, dry and intact, and then we closed the skin incisions with 4-0 monocryl.¿ pathology records for the 2/14/2017 procedure were not provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6), llc. (B)(6), md. History & physical. Hpi: presents with severe recalcitrant symptoms of gastroesophageal reflux disease. Had extensive workup with dr. (B)(6) and multiple attempts of conservative management. Has a large hiatal hernia. Problems for many years; getting worse, vomiting frequently-greater than twice weekly. Denies hematemesis. Psh: hysterectomy 1985. W: 185 lbs. Exam: abdomen; soft with normal bowel sound. No organomegaly, bruits or hernia, guarding, rebound or rigidity. Epigastric tenderness. Impression: large hiatal hernia, possible gastric volvulus, recalcitrant gastroesophageal reflux disease. Plan: manometry gastric emptying study discussed. Had cardiac evaluation which was negative at sanger clinic. Patient was discussed with dr. Pennington. Risks, benefits and options to surgery reviewed. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Discharge summary. Diagnoses: para-esophageal hiatal hernia and persisting gastroesophageal reflux disease. Operation: laparoscopic nissen fundoplication and repair of para-esophageal hiatal hernia. Complications: none. Discharge: to home. Hospital course: admitted with symptoms of severe reflux and unknown giant para-esophageal hernia. Underwent laparoscopic repair, which was uneventful. On 1st postoperative day, was on a clear liquid diet, advance to full liquid diet; tolerated well. Discharged on pureed diet; instructed to avoid sodas and excessive swallowing of gas. Signs and symptoms of infection, perforation and sepsis discussed with patient/family. At time of discharge, passing flatus, abdomen benign, looked well, been afebrile. Follow up in office 1 week. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6), md. Radiology-air contrast upper gi series. Indication: hiatal hernia and intermittent vomiting. Impression: huge hiatal hernia with gastric fundus in the chest. (B)(6) 2008: (B)(6), md. Office note. Hpi: egd and ugi both revealed large hiatal hernia. On ppi therapy; continues n/v and regurgitation. Heartburn symptoms better, no dysphagia. Plan: referral to general surgeon (at palmetto surgical; for evaluation of large hiatal hernia with [sic]). (B)(6) 2009: (B)(6), md. Office note. For follow-up. No longer having nausea or vomiting; had surgery for a large strangulating hiatal hernia in (B)(6). [Missing records: records for upper and lower endoscopy finding ¿moderate hiatal hernia¿ were not provided.] Records between 5/11/2009 and 7/26/2016 were not provided. (B)(6) 2016: (B)(6), md. Office note. Hpi: history of hernias, experiencing blood in stools, nausea and vomiting. Presented to hospital in (B)(6)with melena, nausea and vomiting for 5 months associated with diarrhea; found to be profoundly anemic, mildly hypotensive and was transfuse [sic]. Underwent upper and lower endoscopy; found moderate hiatal hernia, small ulcers without stigmata of bleeding. Problem list: acute gi hemorrhage, cyclical vomiting syndrome, simple diaphragmatic hernia. Ros: gi; blood in stool, nausea and vomiting. Exam: abdomen; normal. (B)(6) 2017: (B)(6), md/ (B)(6), md. History & physical. Hpi: referral from dr. (B)(6). Underwent laparoscopic nissen fundoplication, repair of very large hiatal hernia (B)(6). Through operative note, can see patient had a very large hiatal hernia defect, which they were not able to close primarily. Had to use a 10 x 8 cm piece of mesh, then suture to the defect anteriorly, then a few tacks were used to further secure it in place with ethibond suture. No discussion as far as what type of mesh was used, I presume that this is likely a synthetic mesh. Did fairly well immediately after surgery; however, has developed a recurrent hernia. Has had nausea, thrown up, diarrhea almost all the time. Also bloats and had bleeding in gi tract that necessitated hospital admission and 3 units blood transfusion. Has undergone egd, colonoscopy, capsule endoscopy; thought behind the bleeding is that she had 7 ulcers in stomach. Not having bleeding at this time, but continues to be bothered by acid reflux, vomiting, constant diarrhea. Had gastric emptying scan; upper limit of normal exam. Had a cat scan; large recurrent hiatal hernia. Exam: abdomen; soft, nondistended. Incisions clean, dry, intact. No hernias. Assessment/plan: recurrent hiatal hernia. Had huge defect, bridged with mesh. Proceed to or today for laparoscopic, possible open hiatal hernia repair with mesh removal and possible replacement. If mesh erosion is appreciated intraoperatively, may require repair or partial gastrectomy to address this. Possibility of diaphragm relaxing incisions was also discussed. (B)(6) 2017: (B)(6), md. Anesthesia record. Asa ii, wt72.2 kg. Og tube inserted halfway, some resistance met so advancement stopped. Mda at bedside having discussion with surgeon about og resistance; plan to keep on suction and leave in place. (B)(6) 2017: (B)(6). Implant log. Description: configuration reinforcement 7 x 10 cm tissue bio-a for hiatal hernia repair. Catalog #: hh0710. Serial #: (B)(6). Size: 7 cm x 10 cm. Manufacturer: w.l. Gore and associates. Expiration date: 05/31/19. Implant site: hiatal. Records confirm a gore® bio-a® tissue reinforcement (hh0710/15124768) was implanted during the procedure. (B)(6) 2017: (B)(6), md. Pathology report. Case number: (B)(4). Final pathologic diagnosis: old mesh, hernia repair; synthetic mesh and fibrous tissue with giant cell reaction. Clinical information/surgical procedure: none given; laparoscopic para-esophageal hernia repair. Specimen received: old mesh. Gross description: specimen received fresh labeled with patient¿s name, medical record number, and ¿old mesh.¿ it consists of an 8 x 2.6 x 1.5 cm strip of flexible tan mesh-like material with a scant amount of attached saggy, red-pink, dense fibrous tissue. Representative sections submitted. Summary of sections: a-m, fibrous tissue, representative. (B)(6) 2017: (B)(6), md. Radiology-gi series. History: s/p redo hiatal hernia repair. Impression: minimal delayed esophageal emptying and dysmotility. No obstruction or leak. (B)(6) 2017: (B)(6), md. Discharge summary. Exam: gastrointestinal; soft, appropriately tender to palpation, incision clean, dry, well approximated, no evidence of infection. Hospital course: hx of prior hiatal hernia repair with ptfe, had tacks in pericardium. Admitted following a planned laparoscopic takedown of previous fundoplication, extensive lysis of adhesions, removal of mesh at hiatus, repair of large para-esophageal hernia, insertion of mesh for diaphragmatic repair, toupet fundoplication. Remained in hospital for several days with difficulty obtaining adequate pain control and shortness of breath. Had upper gi study; no evidence of leak, and had slight delay in return to taking post-nissen diet due to discomfort. She is eating post-nissen diet well, having no reflux, nausea, or vomiting or regurgitation. Bowel function returned, ambulating without difficulty, pain controlled with oral pain medication. Discharge instructions given in detail and explained at length; activity, incision/wound care, no lifting greater than 20 pounds for 6 weeks, no strenuous activity. Discharge home. (B)(6) 2017: (B)(6), md. Office visit. Seen today in follow up. Initially saw me at end of last year regarding recurrent para-esophageal hernia and history of multiple ulcers in stomach necessitating blood transfusions due to upper gastrointestinal bleed. Also had vomiting and diarrhea; very symptomatic secondary to para-esophageal hernia recurrence. Had a previous synthetic mesh placed; discussed various risks regarding procedure. Procedure was very difficult. Had a synthetic ptfe mesh that was not only scarred into her diaphragm, but also plastered to her esophagus, multiple tacks extending all the way up to the anterior crus of diaphragm. We removed all of this completely; able to mobilize her esophagus, fix para-esophageal hernia and do a toupet fundoplication. Has done very well postoperatively. Does still have some nausea; not uncommon after all these procedures. Had on episode of dry heaving, otherwise has done very well. Exam: weight 153.4. Abdomen; soft, nondistended. Incisions clean, dry, intact. Assessment/plan: discussed different methods of preventing nausea and any type of dry heaving. Eat small meals frequently. Next week start regular diet; hopefully nausea will resolve as she gets further away from surgery date. If several months out, still having nausea, may have to investigate gastric emptying. Very thankful with results, says already her life has changed; feels much better. Follow up in a month. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes, h6: updated device code, h6: updated conclusion codes. Previous patient codes (1695, 1994, 2240) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Medical records: the known medical records span november 19, 2008 through march 1, 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from may 12, 2009 through july 25, 2016 were not provided. Patient information: medical history: gastroesophageal reflux disease, hypertension, asthma, intermittent tobacco use, obesity, ovarian cancer. Prior surgical procedures: 1985: hysterectomy and oophorectomy. Implant preoperative complaints: (B)(6) 2008: x-ray abdomen: ¿huge hiatal hernia with gastric fundus in the chest.¿ (B)(6) 2008: ¿egd and ugi both revealed large hiatal hernia. On ppi therapy; continues n/v and regurgitation. Heartburn symptoms better, no dysphagia. Plan: referral to general surgeon (at palmetto surgical; for evaluation of large hiatal hernia.¿ (B)(6) 2008: ¿presents with severe recalcitrant symptoms of gastroesophageal reflux disease. Had extensive workup with dr. Pennington and multiple attempts of conservative management. Has a large hiatal hernia. Problems for many years; getting worse, vomiting frequently - greater than twice weekly. Denies hematemesis.¿ ¿large hiatal hernia, possible gastric volvulus, recalcitrant gastroesophageal reflux disease.¿ implant procedure: laparoscopic nissen fundoplication and repair of large hiatal hernia. Implant: gore® dualmesh® plus biomaterial (05831340/1dlmcp03) 10 x 15 cm, oval. Implant date: (B)(6) 2008 description of hernia being treated: ¿a supraumbilical incision was carried down through subcutaneous tissue and fascia was divided and layered entry was performed using a 12-mm optical port. Apparently penetrating the peritoneum away from the retroperitoneum, carbon dioxide was insufflated to 15 mmhg co2 pressure. The port was then advanced into the abdomen without visceral contact. General exploration was performed. No abnormality was noted, except some minor adhesions in the pelvis in the right and left lower quadrants. There were no visceral injuries during the insertion noted. Two 5-mm were inserted in the right upper quadrant. Two 5-mm in the left upper quadrant and one 5-mm in the subhepatic, subxiphoid position. The subxiphoid position did not have a port, but tract, which were nissen [sic]. A nathanson retractor was introduced to elevate the liver. The left lobe of the liver was retracted. The metaflex was used to keep it in place. The short gastrics were divided on the greater curvature using the harmonic. A large hernia sac was then reduced using the harmonic. The pleura was not violated. The large hernia sac was completely reduced. The stomach was reduced back into the abdomen and most of it was in the chest. Once the stomach was reduced, the esophagus was identified and it was carefully dissected and the phrenoesophageal ligaments were divided. At least 4 cm of the esophagus was brought into the peritoneal cavity. A 52-french bougie was then carefully introduced and advanced under vision. The defect was too large for primary closure.¿ implant size and fixation: ¿a 10 x 15 mesh was selected. It was trimmed to approximately 10 x 8 and it was then sutured to the defect anteriorly using 0-ethibond and then a few tags [sic] were used to further secured in place. The bougie was then placed in this process and an adequate tract was left for the passage of the esophagus and food. Subsequent to that, the gastric fundus was then wrapped around the distal esophagus below the mesh and 3 sutures of 0-ethibond were used and middle 1 was placed through the anterior wall of the esophagus. The bougie was then placed during this process as well. The bougie was then extracted without difficulty. The stomach stayed within the abdomen. The gastric fundus was sutured through the crus on both sides to prevent reherniation. The patient was stable throughout this procedure. Ports were checked for bleeding. All ports were removed under direct vision. The skin was closed with 4-0 vicryl.¿ post-operative period: [2 days] ­ (B)(6) 2008: discharge summary: ¿admitted with symptoms of severe reflux and unknown giant para-esophageal hernia. Underwent laparoscopic repair, which was uneventful. On 1stpostoperative day, was on a clear liquid diet, advance to full liquid diet; tolerated well. Discharged on pureed diet; instructed to avoid sodas and excessive swallowing of gas. Signs and symptoms of infection, perforation and sepsis discussed with patient/family. At time of discharge, passing flatus, abdomen benign, looked well, been afebrile. Follow up in office 1 week.¿ relevant medical information: (B)(6) 2009: ¿no longer having nausea or vomiting; had surgery for a large strangulating hiatal hernia in december.¿ (B)(6) 2016: ¿patient having dark stools, feeling weak, dizzy, short of breath. Melena and likely upper gastrointestinal bleed with acute blood loss anemia, which is symptomatic in this young 53-year-old female, so patient is being admitted as inpatient stay. We will watch her on telemetry. Continue IV fluids and ppi [proton pump inhibitor] IV is also added as the patient most likely seems to have upper gi bleed and etiology is not clear, but could be due to peptic ulcer disease from her chronic nsaid use. Patient also has a history of hiatal hernia repair, but that was long time ago, so doubt that is contributing at this time.¿ (B)(6) 2016: upper endoscopy ­ ¿she had a complicated appearing moderate-sized hiatal hernia present in the stomach and there were 5 or 6 ulcers surrounding the hernia rim. Each of these ulcers about 0.5 cm in diameter, no other mass or stigmata of bleeding.¿ (B)(6) 2016: ¿history of hernias, experiencing blood in stools, nausea and vomiting. Presented to hospital in july with melena, nausea and vomiting for 5 months associated with diarrhea; found to be profoundly anemic, mildly hypotensive and was transfuse [sic]. Underwent upper and lower endoscopy; found moderate hiatal hernia, small ulcers without stigmata of bleeding.¿ ¿exam: abdomen; normal.¿ explant preoperative complaints: (B)(6) 2016: CT abdomen/pelvis: ¿large hiatal hernia with postsurgical change along the superior margin of the gastric body suggesting prior or stricture of procedure . No contrast pooling within the colon to indicate active hemorrhage. Oral contrast prevents visualization of contrast pooling in the small bowel.¿ (B)(6) 2017: ¿underwent laparoscopic nissen fundoplication, repair of very large hiatal hernia (B)(6) 2008. Through operative note, can see patient had a very large hiatal hernia defect, which they were not able to close primarily. Had to use a 10 x 8 cm piece of mesh, then suture to the defect anteriorly, then a few tacks were used to further secure it in place with ethibond suture. No discussion as far as what type of mesh was used, I presume that this is likely a synthetic mesh. Did fairly well immediately after surgery; however, has developed a recurrent hernia. Has had nausea, thrown up, diarrhea almost all the time. Also bloats and had bleeding in gi tract that necessitated hospital admission and 3 units blood transfusion. Has undergone egd, colonoscopy, capsule endoscopy; thought behind the bleeding is that she had 7 ulcers in stomach. Not having bleeding at this time, but continues to be bothered by acid reflux, vomiting, constant diarrhea. Had gastric emptying scan; upper limit of normal exam. Had a cat scan; large recurrent hiatal hernia. Exam: abdomen; soft, nondistended. Incisions clean, dry, intact. No hernias. Assessment/plan: recurrent hiatal hernia. Had huge defect, bridged with mesh. Proceed to or today for laparoscopic, possible open hiatal hernia repair with mesh removal and possible replacement. If mesh erosion is appreciated intraoperatively, may require repair or partial gastrectomy to address this. Possibility of diaphragm relaxing incisions was also discussed.¿ (B)(6) 2017: [the patient] ¿is a very nice 53-year-old lady came to see me in the office several months ago. She underwent paraesophageal hernia repair in 2008. The patient says that, initially, she did okay, however, has been having a lot of problems with bloating and vomiting. She has lost a lot of weight. She has had bleeding ulcers necessitating 4 units of blood transfusion and was also found to have recurrent paraesophageal hernia. In talking to her more about the details of her surgery, the patient never underwent manometry. Apparently the hernia was so large that the surgeon was not able to close the crus so, instead, he used a bridging synthetic mesh; and then the patient developed recurrence. I have reviewed the patient's gastric emptying that showed that she has adequate emptying. I have reviewed her upper gi and her cat scan which shows mesh essentially on the undersurface of her heart. The patient is very symptomatic.¿ explant procedure: diagnostic laparoscopy, laparoscopic takedown of previous fundoplication, extensive lysis of adhesions, removal of mesh at the hiatus, dissection of the esophagus in preparation for paraesophageal hernia redo with repair of large paraesophageal hernia including excision of hernia sac, toupet fundoplication, bougie dilation of the esophagus, esophagogastroduodenoscopy. Explant date: (B)(6) 2017 ¿I started by making a small supraumbilical incision about 1 cm, grasping the fascia, and inserting a naked 5 mm trocar. I insufflated and took a look around. There were no injuries on entering the abdomen, and then I placed four 5 mm trocars, 1 subxiphoid, 1 in the right upper quadrant, and 2 in the left upper quadrant incision. I switched the supraumbilical trocar to an 11 mm trocar. I took a look around the abdomen and placed a liver retractor. I retracted the liver so I could see the crus well. I first started off by opening up the pars flaccida, and the pars flaccida essentially appeared to be almost untouched, I then continued my dissection all the way up to the diaphragm. Once I got to the diaphragm, I started seeing a large amount of adhesions as well as evidence of the patient's mesh, which some of it was still stuck on the crus. The patient had a piece of what appeared to be ptfe mesh, which was sutured with multiple ethibond sutures to the crus. This mesh then went all the way inside the diaphragm .¿ ¿the lysis of adhesions and trying to take this incarcerated paraesophageal hernia took over 3 hours. It was a very difficult dissection.¿ ¿the rough part of the patient's ptfe mesh was completely plastered onto the patient's esophagus . We were able to get this mesh off. There were also multiple tacks, both in the crus and going all the way up to the anterior portion of the diaphragm where the pericardium was. We were able to remove the mesh completely after very careful dissection and get the mesh completely off the crus. The patient's hernia sac had also not been resected nor had the crus been mobilized. I also had to open up and take the short gastrics using a harmonic to completely mobilize the fundus of the esophagus. We then unwrapped the fundoplication. It was fairly twisted. Part of the body was wrapped, but the majority of the patient's posterior fundus was actually in the chest. We had to very carefully reduced this and carefully make sure not to injure the esophagus. We did endoscopy several times with an ego, making sure that the esophagus looked good, that the stomach looked good, and eventually making sure that the wrap was completely undone and an unwrapped, in which it looked good. Finally, after several hours of very tedious dissection carefully in this area, I was able to have the fundus completely down. The crus had been mobilized at this point, so we decided to close the crus with multiple ethibond sutures. We used 0 ethibonds to close the crus down. We used a 56 bougie to size this, and we had adequate crural closure. At this time, I decided to insert a piece of bio-a mesh to augment the crus, as we had had to remove some of the fascia off the diaphragm with the removal of her mesh. The diaphragm was somewhat weakened, and I just wanted to have an extra enforcement years here [sic]. I placed the mesh so it laid adequately and then used evicel glue to get the mesh to stick to the diaphragm. This repair looked very nice. I then fashioned a toupet fundoplication. Prior to closing the crus, I failed to mention that we did full dissection of the esophagus all the way up into the chest, mobilizing it really well so we had at least 6 cm of intraabdominal esophagus beyond the ge junction, which I had confirmed endoscopically. At this time, I decided to do a partial fundoplication, do toupet wrapping on the posterior fundus, and placing 2 silk sutures on the right side and the left side of the esophagus. This was all done over a bougie dilator. I also decided to do a posterior gastropexy suture from the fundus into the diaphragm and actually grab some of the bio-a mesh just to make sure that we had good attachment of the straps so the posterior fundus would not herniate back into the chest as it had previously. Everything looked very good; it was hemostatic.¿ relevant medical information: (B)(6) 2017: pathology: ¿specimen received fresh labeled with patient¿s name, medical record number, and ¿old mesh.¿ it consists of an 8 x 2.6 x 1.5 cm [sic] strip of flexible tan mesh-like material with a scant amount of attached saggy, red-pink, dense fibrous tissue.¿ (B)(6) 2017: x-ray, upper gi series: ¿minimal delayed esophageal emptying and dysmotility. No obstruction or leak.¿ (B)(6) 2017: discharge summary: ¿hx [history] of prior hiatal hernia repair with ptfe, had tacks in pericardium. Admitted following a planned laparoscopic takedown of previous fundoplication, extensive lysis of adhesions, removal of mesh at hiatus, repair of large para-esophageal hernia, insertion of mesh for diaphragmatic repair, toupet fundoplication. Remained in hospital for several days with difficulty obtaining adequate pain control and shortness of breath. Had upper gi study; no evidence of leak, and had slight delay in return to taking post-nissen diet due to discomfort. She is eating post-nissen diet well, having no reflux, nausea, or vomiting or regurgitation. Bowel function returned, ambulating without difficulty, pain controlled with oral pain medication. Discharge instructions given in detail and explained at length; activity, incision/wound care, no lifting greater than 20 pounds for 6 weeks, no strenuous activity. Discharge home.¿ (B)(6) 2017: ¿seen today in follow up. Initially saw me at end of last year regarding recurrent para-esophageal hernia and history of multiple ulcers in stomach necessitating blood transfusions due to upper gastrointestinal bleed. Also had vomiting and diarrhea; very symptomatic secondary to para-esophageal hernia recurrence. Had a previous synthetic mesh placed; discussed various risks regarding procedure. Procedure was very difficult. Had a synthetic ptfe mesh that was not only scarred into her diaphragm, but also plastered to her esophagus, multiple tacks extending all the way up to the anterior crus of diaphragm. We removed all of this completely; able to mobilize her esophagus, fix para-esophageal hernia and do a toupet fundoplication. Has done very well postoperatively. Does still have some nausea; not uncommon after all these procedures. Had on episode of dry heaving, otherwise has done very well.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05831340. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: extensive adhesions, pain, removal of mesh, additional surgery, recurrent hernia. Additional event specific information was not provided.